Manufacturer narrative:
Multiple attempts have been made to request for the complaint product to be returned for analysis. Product was not returned for investigation as initially reported. (B)(4).

Event description:
During an idiopathic ventricular tachycardia procedure, it was reported that the physician was changing the transseptal sheath and noticed a pericardial effusion on intracardiac echocardiography (ice). The patient¿s blood pressure dropped and a pericardiocentesis was performed. The status of the patient was unknown. On (B)(6), received additional information requested from bwi representative stating that the patient required hospitalization and the outcome was an improvement. The physician¿s opinion regarding the causality of this adverse event is procedure related.

Manufacturer narrative:
Concomitant bwi products: carto 3 system: us catalog # fg540000, serial # (B)(4). Stockert 70 rf generator: us catalog # s7001, serial # (B)(4). Coolflow irrigation pump: us catalog # unknown, serial # unknown. Sterilmed product: us catalog # unknown, lot # unknown. There were two competitor's products involved from bard medical division and one competitor product from medtronic. A notification was sent to each manufacturer of this event. Since the lot # 16005283ma was provided, the device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).